Event description:
It was reported that the artificial urinary sphincter (aus) device is going to be revised on a future date due to recurring incontinence. In 2007 the patient underwent radiotherapy and endoscopic prostate resection after which he developed urinary incontinence. An aus device was implanted on (B)(6) 2019. Over the last for months the patient has been experiencing recurring incontinence requiring him to perform two diaper changes daily. The aus device is going to be revised on a future date.

Manufacturer narrative:
Correction information provided in b2.

Event description:
It was reported that the artificial urinary sphincter (aus) device is going to be revised on a future date due to recurring incontinence. In 2007 the patient underwent readiotherapy and endoscopic prostate resection after which he developed urinary incontinence. An aus device was implanted on (B)(6) 2019. Over the last for months the patient has been experiencing recurring incontinence requiring him to perform two diaper changes daily. The aus device is going to be revised on a future date.